Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Significant reduction of irido-corneal angles, lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vtich13.2 implantable collamer lens, +7.5/+2.5/147 diopter in the patient's left eye (os) on (B)(6) 2016. The lens remains implanted and is planned for exchange at a later time due to excessive vault and significat reduction of irido-corneal angles.

Manufacturer narrative:
Additional data: work order search: no similar complaints were reported for units within the same lot. (B)(4).